Event description:
The customer reported the touchscreen was not response. The fse noted, both touch screens unresponsive and button down side also not working. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The pc 1000 board was replaced during the service call. The system was tested and found to be working as intended and put back into service.